Event description:
It was reported that the nurse recently replaced the esophageal probe, but there have been a few alerts on the arctic sun device. One stated reduced water temperature control, sn # (B)(6). Went to event log and discussed the alerts 02(low flow) and 113 (reduced water temperature control). Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 36c, flow rate (fr) was 0.8l/m, inlet pressure (ip) was -7, system hours were 3053, pump hours were 2945. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. Discussed disconnecting and reconnecting the pads, checking for bends/kinks in the tubing and listening for audible click, water temperature (wt) was now 38c. Suggested room nurse monitor the flow rate call back if the flow rate drops to .6l/m or below for troubleshooting. Second call received on (B)(6) 2024, room nurse had device alerting 113 (reduced water temperature control), but patient was at targeted temperature (tt), patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c, flow rate (fr) was 1.1l/m, water level 5. Nurse stated they believe the device was filled before they came on shift (an hour ago). Walked room nurse through draining 500ml from device, water temperature (wt) increased to 34.5c before ending call. Suggested call back if device alarms, or the flow rate (fr) drops below 1l/m. Third call from (B)(6) 2024, room nurse had patient on therapy that had recently dropped temperature. Device had alerted low flow and patient temperature (pt1) was erratic, patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33c, flow rate (fr) was 1.2l/m. Inquirer stated when they noticed the patient temperature dropping, the flow rate (fr) was 0.4l/m. Room nurse disconnected and reconnected gel pads and restarted therapy before calling, and they stated that had helped the flow rate (fr). Discussed with nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. With a flow rate of 0.5 l/min, the device may not be able to adequately rewarm the patient. Had room nurse flex the temperature cable to see if patient temperature changes, patient temperature (pt) was fluctuated slightly. Suggested to swap a new temperature cable as this one may have a short in it. They sent picture of therapy graph and patient temperature (pt) was now 32.4c, water temperature (wt) was 36.5c. Trend indicator had three bars pointing up. Nurse stated they do not log flow rates, so tm may want to pull the data file to confirm the drop in water temperature (wt) correlated with the low flow rate (fr).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be failed temperature cable. A DHR review is not required as the lot number is unknown. Although the lot number is unknown, the latest labeling was reviewed. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Indications for use: the arcticsun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature. Warnings and cautions: warnings: do not use the arcticsun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked "hospital use" or "hospital grade". When using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arcticsun® temperature management system may actually alter or interfere with patient temperature control. Do not place arctic gel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only distilled or sterile water. The use of other fluids will damage the arctic sun® temperature management system. When moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient's bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (s30 kg) ii is recommended to use the following settings: water temperature high limit s40 c (104 degrees fahrenheit); water temperature low limit I?1o c (50 degrees fahrenheit); control strategy equals 2. The operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control. Due to the system's high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. The arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyper-thermia. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. The displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arcticsun® temperature management system in stop mode. Carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. The arcticsun® temperature management system is for use only with the arctic gel¿ pads. The arctic gel¿ pads are only for use with the arctic sun® temperature management systems. The arctic gel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician's request, either prior to the sterile preparation or sterile draping. Arctic gel¿ pads should not be placed on a sterile field. Use pads immediately after opening. Do not store pads once the kit has been opened. Do not place arctic gel¿ pads on skin that has signs of ulceration, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. Do not allow circulating water to contaminate the sterile field when patient lines are disconnected. The water content of the hydrogel affects the pad's adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Do not puncture the arctic gel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If accessible, examine the patient's skin under the arctic gel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arctic gel¿ pads. Do not place positioning devices under the pad manifolds or patient lines. The rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high-water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. Do not allow urine, antibacterial solutions or other agents to pool underneath the arctic gel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arctic gel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between the arctic gel¿ pads and the patient's skin. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse recently replaced the esophageal probe, but there have been a few alerts on the arctic sun device. One stated reduced water temperature control, sn # (B)(6). Went to event log and discussed the alerts 02(low flow) and 113 (reduced water temperature control). Patient temperature (pt) was 32.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 36c, flow rate (fr) was 0.8l/m, inlet pressure (ip) was -7, system hours were 3053, pump hours were 2945. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. Discussed disconnecting and reconnecting the pads, checking for bends/kinks in the tubing and listening for audible click, water temperature (wt) was now 38c. Suggested room nurse monitor the flow rate call back if the flow rate drops to .6l/m or below for troubleshooting. Second call received on (B)(6) 2024, room nurse had device alerting 113 (reduced water temperature control), but patient was at targeted temperature (tt), patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 31c, flow rate (fr) was 1.1l/m, water level 5. Nurse stated they believe the device was filled before they came on shift (an hour ago). Walked room nurse through draining 500ml from device, water temperature (wt) increased to 34.5c before ending call. Suggested call back if device alarms, or the flow rate (fr) drops below 1l/m. Third call from (B)(6) 2024, room nurse had patient on therapy that had recently dropped temperature. Device had alerted low flow and patient temperature (pt1) was erratic, patient temperature (pt) was 32.1c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33c, flow rate (fr) was 1.2l/m. Inquirer stated when they noticed the patient temperature dropping, the flow rate (fr) was 0.4l/m. Room nurse disconnected and reconnected gel pads and restarted therapy before calling, and they stated that had helped the flow rate (fr). Discussed with nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. With a flow rate of 0.5 l/min, the device may not be able to adequately rewarm the patient. Had room nurse flex the temperature cable to see if patient temperature changes, patient temperature (pt) was fluctuated slightly. Suggested to swap a new temperature cable as this one may have a short in it. They sent picture of therapy graph and patient temperature (pt) was now 32.4c, water temperature (wt) was 36.5c. Trend indicator had three bars pointing up. Nurse stated they do not log flow rates, so tm may want to pull the data file to confirm the drop in water temperature (wt) correlated with the low flow rate (fr).